Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
An (B)(6) male underwent evar on (B)(6) 2013. The physician placed a flex main body and two flex iliac leg grafts. During the final CT run an endoleak was noted to be present. The physician lined one of the zenith flex with spiral-z technology aaa endovascular graft iliac legs with two additional flex leg grafts. The leak stopped. The user believes there is/was a tear in the graft.